Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to blank display. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had 3 motor errors from the last week. The drive support cap appeared normal. The insulin pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.